Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the root cause of the reported test failure during pm was due to a defective purge pressure sensor.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic) failed the purge pressure test. The purge pressure measurement at the 100 mmhg setpoint was recorded as 136 mmhg and was reported to be outside of specification. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.